Event description:
The customer reported to customer service that the transformer for her breast pump produced an electrical odor and sparked. She indicated that she did not witness any fire or flame and that an injury did not occur.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that the transformer housing was cracked and she witnessed sparking and smoking from "the little pin holes" in the housing. Before getting add'l info, the customer hung up. Attempts to get in touch with the customer again to get add'l complaint info and to get the product back are on-going. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing was cracked and sparked, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed.